Event description:
It was alleged that the target temperature for the patient was 35°c. The patient was checked later on in the day and the patient temperature was holding steady at 35.7°c without the patient temperature going down to within 0.5°c of the target temperature. The patient's temperature was checked again and it was alleged that the temperature was at 34°c. The patient was not harmed during this event and no medical intervention was alleged.

Manufacturer narrative:
It was alleged that the patient temperature deviated greater than 1 degree for longer than 30 minutes. Additional information was not available regarding this event.

Event description:
It was alleged that the target temperature for the patient was 35°c. It was alleged that the water temperature was at 4°c with the patient holding temperature at 35.7°c. Allegedly after 45 minutes the temperature had remained outside of 0.5°c from the target temperature. After approximately 90 minutes the patient was back within 0.2°c of the target temperature. The account alleged that the patient may have been given a paralytic to stop any shivering that could have been happening, however, it was not confirmed. The patient was not harmed during this event and no medical intervention was alleged.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the target temperature for the patient was 35°c. The patient was checked later on in the day and the patient temperature was holding steady at 35.7°c without the patient temperature going down to within 0.5°c of the target temperature. The patients temperature was checked again and it was alleged that the temperature was at 34°c. The patient was not harmed during this event and no medical intervention was alleged.

Manufacturer narrative:
The product met specifications at the time of evaluation as the product was functioning properly.

Event description:
It was alleged that the target temperature for the patient was 35°c. The patient was checked later on in the day and the patient temperature was holding steady at 35.7°c without the patient temperature going down to within 0.5°c of the target temperature. The patient's temperature was checked again and it was alleged that the temperature was at 34°c. The patient was not harmed during this event and no medical intervention was alleged.